Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine (300 mcg/ml at an unknown dose), bupivacaine (20 mg/ml at an unknown dose), and dilaudid 6 mg/ml at 0.42 mg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient¿s pump was intermittently stalling. The first stall was on (B)(6) 2020. There had been 4 motor stalls lasting 1 hour. The patient had not had an MRI and stated that he had not been near any emi (electromagnetic interference) or magnets either. The hcp was planning to monitor the pump and play the alarm sounds for the patient. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was educated on pump alarms on (B)(6) 2020. It was noted the rep played alarms for the patient. The patient was encouraged to keep a log of his location and activity at the time of the pump alarms. It was noted a follow up appointment was scheduled for (B)(6) 2021, but the patient had to reschedule. The rep called the office to get a new appointment date, but the rep had not heard back from the office yet. It was further reported an explant was not planned at this time, but the rep would follow up for more information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2020. It was reported that the patient was having problems with pump motor stalls. Pump logs were pulled and the oldest pump motor stall recorded was (B)(6) 2020. The pump stalled three more times, described as the following: stall and recovery on (B)(6) 2020, from 12:43 am to 4:02 am, then again on (B)(6) 2020. The pump then stalled on (B)(6) 2020 from 1:27 pm to 3:38pm and again on (B)(6) 2020 from 9:14 am to 12:33 pm. The stall on (B)(6) 2020 was the last stall on the logs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a health care professional on 2020-aug-10. It was reported that the cause of the stalls was unknown. The patient was going to be reassessed in another week, and the device status was pending this reassessment. The patient's weight was unknown. No further complications were reported.